Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. The unexpected table movement may cause an injury of the pt or a mistreatment (dose to wrong location) if no detected by the therapist. Probability: c (remote). There are buttons installed for emergency power off, which may be used to stop treatment and all movement. Root cause and possible corrective action are pending further investigation. No other products are concerned. No other procedure are concerned. We became aware of this matter on (B)(4) 2011 and are mailing this report on (B)(4) 2011.

Event description:
A potential product issue has been identified with our artiste linear accelerator and its associated rt therapist workstation. In the abundance of caution this issue is being reported. The rtt is configured to move gantry first and the table afterwards. However, for one certain pt, this is not the case: the table moved first and then the gantry. In field setup, the radio button is set to gentry first for all beams as expected. Root cause and possible corrective action are pending further investigation.